Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No memory anomaly was noted. The insulin pump was monitored and no auto off anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer called and reported there was a memory anomaly occurring with the insulin pump, which would sometimes automatically turn off. Customer's blood glucose was reportedly within normal range. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.